Event description:
Caller reported experiencing a minimum fill notification. There was no reported impact to the customer¿s blood glucose level. The customer planned to fill a new cartridge and attempt to complete the load process independently, with an option to call back if the issue persisted. Technical support was unable to confirm the pump's serial number because the customer was stuck in the pump's load menu.